Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that a health care professional (hcp) requested technical services (ts) a review of this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system. Upon review of the presenting electrogram (egm), ts noted that the left ventricular (lv) channel appeared to be sensing atrial activity. Ts recommended an in clinic evaluation to assess alternative sensing vectors or to consider imaging to evaluate for potential lv lead dislodgment. The field representative later indicated that the lv lead was dislodged. No adverse patient effects were reported. This lv lead remains in service. Additional information was received. This lv was explanted and successfully replaced. No additional adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
This product remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a health care professional (hcp) requested technical services (ts) a review of this recently implanted cardiac resynchronization therapy defibrillator (crt-d) system. Upon review of the presenting electrogram (egm), ts noted that the left ventricular (lv) channel appeared to be sensing atrial activity. Ts recommended an in clinic evaluation to assess alternative sensing vectors or to consider imaging to evaluate for potential lv lead dislodgment. The field representative later indicated that the lv lead was dislodged. No adverse patient effects were reported. This lv lead remains in service.